Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible at the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right femoral artery via a 5f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. It was reported that after the physician shuttled the sealant down to the arteriotomy, the sheath would not withdraw from the tissue tract. The physician stated that the device "felt like it was stuck". The physician deflated the balloon, removed the device and converted the patient to manual compression for 10-12 minutes. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.